Event description:
The information received from the affiliate states that during an angioplasty procedure of the superficial femoral artery (side unknown), this balloon burst at 6 atmospheres. The patient was a male. There was no calcification or tortuosity present. The length of the lesion was 3.5cm and vessel diameter was 5mm. The device was properly inspected and prepped prior to use. The access site is unknown. A 5fr. Sheath was inserted. There was no difficulty accessing the lesion with a guidewire (terumo). After the physician positioned the balloon in the proper location, it was inflated with an indeflator for 30 seconds, before it burst at 6 atmospheres. There was no separation of the balloon, and there was no reported dissection of the vessel. The product was safely removed from the patient. There was no injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.